Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: device 1: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were located inside of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. Device 2: the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device tube. The seal was located under the window of the loading device; it remained anchored to the tension spring assembly. The green slide lock and the white plunger were no depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failed to load. Device 3: the heartstring iii loading device was returned to the factory for eval. The device was not returned. The loading device showed no signs of clinical usage. There was evidence of blood on the device. The tension spring assembly, anchor tab and the seal were located inside of the loading device body. Based upon the eval results, the reported complaint could not be confirmed as a incomplete device was returned. (B)(4).